Event description:
It was reported that the patient heard a critical alarm on the day prior to report. Upon interrogation of the device, it was seen that the pump had stalled on (B)(6) and recovered about eleven minutes later. There was also another motor stall seen at 10:38am on the day prior to report, but without a recovery. The patient's only symptom was an increase in her pain. It was stated that the patient had no known exposure to magnets and hadn't had an MRI. Seven days later, it was reported that the patient's pump was explanted and replaced. The patient was not experiencing withdrawals at that time. Additionally, it was stated that there was no known reason for the motor stall. Twelve days after that, it was reported that there was no patient injury. The drugs used in this system were dilaudid, bupivacaine, clonidine.

Manufacturer narrative:
Product ID 8709sc, lot # n148512008, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Pump analysis showed motor/ gear train anomaly/ corrosion and-or wear and-or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.